Event description:
It was reported that merlin.net showed stored episode of vf during which patient received inappropriate atp and hv therapies. Device initially diagnosed rhythm appropriately as svt. The patient will be brought into the clinic to have the device reprogrammed and will continue to be monitored.